Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips healthcare that they could 'not enter the guardianship screen, there is an alarm voice' on the heartstart mrx. There was no patient involvement.